Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a dog chew marks, missing display window cover, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, keypad overlay texture damage, cracked keypad overlay and minor scratches on lcd window. Unable to download or perform the displacement test due to the missing retainer and broken reservoir tube lip. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. In summary, the pump was received with a cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The pump was received with critical pump error. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced a high blood glucose value of 27.4mmol/l and reported the insulin pump had a crack. The customer was currently reporting no symptoms related to high blood glucose and was treated with a manual injection. Troubleshooting was partially performed and found that the insulin pump's retainer ring was damaged and the reservoir was unable to lock in place when inserted into the pump. It was unknown if the pump auto mode/smart guard feature was active at the time of the high blood glucose event and whether the pump was in use within 48 hours of the high blood glucose event reported. No further patient complications were reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.